Event description:
It was reported that a physician was using a pta balloon to post dilate three covered stent grafts, in an arterial case in the sfa. He was taking an up and over contralateral approach. Using an inflation device he inflated the balloon several times. On the final inflation, it took a long time to deflate, so he removed the inflation device and attached a 10cc syringe to remove the remainder of the contrast. Assuming that it was fully deflated, he started to retract the balloon. As he was pulling back, it allegedly moved all the stent grafts, because it pancaked (flattened) out catching on the markers inside the stent grafts. Upon removal, he could see a tear in the balloon, from the stent grafts. He deployed another stent graft to ensure maximum coverage, disrupted by the balloon. No pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for eval as it was discarded at the user facility. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The current IFU states: while maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.